Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle detached from the holder. This occurred with one (1) device. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 368835 lot/batch #: 3296785 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub-holder separation with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and no issues were observed relating to hub-holder separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10